Event description:
This lv lead was implanted on (B)(6) 2003 and remains implanted at this time. A product experience report was received on 06/27/2018 stating that this lead was involved in an infection and sepsis issue. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).